Event description:
In the past seven months we have had 28 st jude identity model 5380 pacemakers that needed to be replaced due to early battery depletion, most pacemakers are less then 4 years from implantation date. These devices were implanted from early 2004-early 2005. Lead thresholds were normal and stable when devices have been replaced this year. Per doctors, a few of the pt's have had to be admitted d/t syncope and related symptoms.